Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.